Event description:
It was reported that the liquid could not be stopped even if closing the clamp on transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review of lot h13a15043 was performed with no issues noted during the manufacturing process. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.